Event description:
It was reported to ventec that the device had logged system fault 13 and that fio2 (fraction of inspired oxygen) would not rise above 89%. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. No further details about the patient or the event were provided.

Manufacturer narrative:
Ventec provided the reporter, a biomedical engineer, with technical support. The biomedical engineer confirmed that the low pressure inlet port had an o2 nipple adaptor engaged. Ventec had the biomed remove the o2 nipple adapter and fio2 (fraction of inspired oxygen) levels recovered, reading at > 95%. Additionally, the system fault 13 code did not recur. No further issues were observed. The device was not returned to ventec for evaluation. The cause of the reported issue could not be conclusively determined. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.